Event description:
Customer stated that he had a battery error and his insulin pump completely shut down. Customer stated that he changed the battery, and it was a fairly new battery and he got failed battery test and button error alarm. No blood glucose value was provided. Advised customer that the insulin pump will need to be replaced, to discontinue use of the pump and revert to backup plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip.